Event description:
It was reported that the first patient presented with minor tissue loss of the left second toe, the angiography showed long segment occlusion from the distal external iliac artery to proximal superficial femoral artery (sfa) and occlusion of proximal deep femoral artery (dfa). A non-abbott stent implanted and then a supera stent was implanted in the common femoral artery (cfa) to proximal sfa without issue. At 9 months follow-up, the ultrasound showed in-stent occlusion. Re-intervention was not performed due to complete wound healing with no symptom. Additional information can be found in the article, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of stenosis is listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment article titled: "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience". B3, b6, d6a: estimated date. The UDI is not known as the part and lot number were not provided.